Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, reservoir was able to lock in place but came out a little bit twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip, broken battery tube threads and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted.